Event description:
The surgeon reported that in the majority of nine cases, particles were seen in the eye following injection of viscoelastic. Two different lots were used. There was no pt harm reported. There are two medical device reports associated with this event. This report is for the second lot of viscoelastic used.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Batch record review showed that all testing results are within specification. Results from the product history record review indicated the product met release criteria. A retention sample of this batch was tested for clarity and color and results conform to specifications. (B)(4).